Event description:
On at least 3 occasions, the hypodermic safety needle cover failed to properly function resulting in at least one needle-stick injury and at least two "near-miss" needle-stick injuries to three of our staff nurses. Lot #s: 415389x, 427967x, 425242x - we are unable to isolare exact lot number (s).